Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. Results - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 8 fr angio-seal vip device was returned for evaluation. The carrier tube assembly and bypass tube were returned. No poly-foil pouch was returned for analysis. No other accessory components were returned. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the device. Dimensional test was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.108", which was within the manufacturer specification. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.314", which was within the manufacturer specification. All measurements were within the manufacturer's specifications. Functional testing was performed. The bypass tube was manually reinserted over the anchor to set it on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch may have caused this issue. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal foot plate was dropped out prematurely. The procedure was completed with another 8fr angio-seal. The patient was reported to be in stable condition. Additional information was received on april 9, 2019. The issue was noted by the doctor upon opening the device and the device was not used on the patient. The procedure being performed prior to opening the angio-seal was a thrombectomy. An 8fr procedural sheath was used. A pre-deployment angiogram was performed.